Event description:
This unsolicited device case from united states received on (B)(6) 2013 from a non-healthcare professional. This case concerns a patient who died (demographics unspecified) after grafting with epicel cultured epidermal autografts (epicel). No past drugs, medical history, concurrent conditions or concomitant medications were reported. On an unspecified date in 2013, the patient was grafted with 110 grafts of epicel cultured epidermal autografts (batch/lot number ee01736 and expiration date unknown) on an unspecified location for thermal burn. On (B)(6) 2013 (35 days following grafting with epicel cultured epidermal autografts), the patient died due to an unreported cause. Corrective treatment: unknown. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated and conclusions were pending for the same.